Event description:
It was reported during an implant procedure that the right ventricular (rv) lead dislodged. It was also noted that there was high pacing impedance and high capture thresholds. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold and high pacing impedance. After cleaning the lead, the helix can be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported events of high capture threshold and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.